Event description:
It was reported that a patient had an obturator sling procedure on (B)(6) 2011. The patient was sent home the day after the procedure and she removed her own vaginal packing. She experienced bleeding and blood clots. The patient experienced a lot of bleeding when she tried to catheterize herself. The patient was seen by her general physician who reported feeling tape in the vagina and was able to determine where bleeding was coming from. The patient was given trimethoprim 200mgs twice a day for three days for a possible urinary tract infection. The patient also complained of a tender and swollen abdomen.

Manufacturer narrative:
Date sent to the FDA: 04/13/2011. (B)(4) - mesh exposure occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.